Manufacturer narrative:
Patient information was not available. The serial number of the dash is not available. It was reported the high heart rate (hi hr) alarm limit changed to -68 bpm without user interaction while the dash monitor (operating at software version 7.3) was in combo mode with an apexpro ch telemetry server. The customer reported that as a result, the device was alarming continuously for hi hr. Gehc had installed a sniffer setup to collect network traffic for all devices in the affected care unit when the issue was first reported to gehc. In the time that the sniffer was in place, the issue did not occur. The telemetry server log files were collected. Review of the server logs and sniffer logs did not identify any issues with random limit changes outside of the normal ranges. In addition, engineering has not been able to reproduce the issue. Based on the available information, ge could not determine the root cause of the reported issue. Gehc recommended that the sniffer remain in place and advised the customer to report the issue to gehc should it re-occur.

Event description:
The customer reported that the hi hr alarm default changed to -68 bpm without user interaction. There was no reported patient consequence.